Event description:
Info received indicates pump did not deliver medication. The delay in pain medication was relatively short as it was found upon startup.

Manufacturer narrative:
Pump has been received but investigation is not complete at this time. A follow up report will be submitted when more info is available.